Event description:
It was reported that during surgery the tip of the suction probe became detached. Allegedly, the probe's tip fell into the patient's shoulder.

Manufacturer narrative:
Additional information will be provided once investigation is completed.